Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one file containing three photos for analysis. The complaint of patient/user complication was able to be confirmed by the photos as they revealed a discoloration of the arms. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "clinicians must be aware of complications/undesirable side effects associated with arterial procedures including, but not limited to: septicemia, vessel wall perforation, thrombosis, embolization, hematoma, arterial spasm, tissue necrosis, hemorrhage, peripheral ischemia and infarction, peripheral nerve injury, air embolism, site infection, cellulitis, catheter related bloodstream infection (crbsi)." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "over the past 3 months there is evidence of marbling presumably as a result of radial arterial catheter placement. Limb perfusion problems and hematomas. During the period, the patients' situation was monitored and an attempt was made to understand whether the problems were caused by inadequate use of the garrison. After the case evaluation and monitoring phase, ruling out issues of inappropriate use of the material, we agree with the clinical team to perform materiovigilance reporting. We cannot trace the actual batch of material used for the six patients monitored over a three-month period." Associated complaints: 3006425876-2024-00651, 3006425876-2024-00652, 3006425876-2024-00653, 3006425876-2024-00654, 3006425876-2024-00650 and 3006425876-2024-00649.

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "over the past 3 months there is evidence of marbling presumably as a result of radial arterial catheter placement. Limb perfusion problems and hematomas. During the period, the patients' situation was monitored and an attempt was made to understand whether the problems were caused by inadequate use of the garrison. After the case evaluation and monitoring phase, ruling out issues of inappropriate use of the material, we agree with the clinical team to perform materiovigilance reporting. We cannot trace the actual batch of material used for the six patients monitored over a three-month period." Associated complaints 3006425876-2024-00652, 3006425876-2024-00653, 3006425876-2024-00654, 3006425876-2024-00650 and 3006425876-2024-00649.